Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation. The assessment relied solely on customer-provided information, which was insufficient to establish a definitive cause. Also, there was no lot information provided for this incident to review the manufacturing records for this pak. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each device history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be established as a product has not been received, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time as a product has not been received, and the condition of the product could not be verified. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The complaint has been documented, and quality assurance will continue routine monitoring for adverse trends. The custom paks are manufactured in an environmentally controlled area with established controls designed to minimize particulate introduction, and external suppliers are routinely assessed to ensure component quality. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to assess for adverse trends. The most recent review showed no trends associated with the reported product or event type. Quality assurance will continue routine monitoring and will take additional action if future data indicates a recurring concern. This complaint has also been communicated to custom pak manufacturing management through the customer review board meeting. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that following an intraocular lens (iol) implantation procedure, the iol was explanted due to fibers identified behind the lens. The clinical reason for explanation was an intraocular foreign body causing inflammation and the patient¿s symptoms are improving. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.